Manufacturer narrative:
The investigation into the product damage has been completed. The impella pump was returned for investigation. Upon visual inspection of the pump, a hole was observed on the curved part of the pigtail. The root cause of the product damage was a hole in the pigtail resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during placement that the physician chose to use a 0.018-inch guide wire in the easy guide lumen, but it slid inside the pigtail and the wire broke through the curved part of the pigtail. The decision was made to remove the impella and replace it with a new impella. There was no patient harm reported.